Event description:
It was reported that high voltage lead impedance measurements for vectors including the svc coil had increased. Suspected insulation anomaly. The svc shock coil was programmed off and a synchronized shock was success ful. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.